Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that varying capture thresholds were observed since (B)(6). Surface ECG also noted occasionally loss of capture. Low impedance was observed. The lead was explanted when repositioning was unsuccessful.